Event description:
Rn reports upon entering patient's room it was noted the patient tube feeding machine was not running. Switch was in the "run" position, plugged in, but not functioning. Pump removed from service and call placed to pump rental company. No injury to patient.